Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 23.7 mmol/l at the time of incident. The customer treated with bolus for high blood glucose. Customer reported that the insulin pump had no delivery and motor error. The device will not be returned for analysis.